Event description:
The article, "innovative transcatheter ventricular septal defect closure utilizing an atrial septal device in small infants: a case series", was reviewed. The article presented a case study of an 11-month-old female patient with a history of heart failure, chest infections, and ventricular septal defect for a ventricular septal defect (vsd) closure. A 19mm amplatzer septal occluder was selected for implant on an unknown date using a 9f amplatzer torqvue delivery system. The device was successfully implanted. Immediate echocardiographic evaluation along with a follow-up assessment on the subsequent day indicated moderate residual flow through the device alongside pulmonary hypertension. A left-to-right shunt was noted across the atrial septal defect (asd). Electrocardiogram showed the presence of a right bundle branch block (rbbb). The patient was readmitted seven weeks subsequent to the procedure and presented with signs of viral pneumonia that required admission to the pediatric intensive care unit (picu). Ventilation was initiated. Follow-up echocardiology showed systemic level pulmonary artery pressure and a moderate residual shunt through the device. Subsequent follow-up at 12 weeks in the outpatient clinic showed a reduction in the residual shunt and pulmonary hypertension. Four months post-procedure the patient was re-admitted to the picu, requiring mechanical ventilation due to a covid-19 infection. The patient subsequently developed multi-organ dysfunction syndrome accompanied by refractory shock, ultimately resulting in the patient passing away. [The primary and corresponding author was saud bahaidarah, pediatric department, faculty of medicine, king abdulaziz university, jeddah, sau, with corresponding e-mail: drsaud_b@yahoo.com.]

Manufacturer narrative:
As reported in a research article, innovative transcatheter ventricular septal defect closure utilizing an atrial septal device in small infants. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. It is possible that patient complications could contributed to the reported issue; however, this cannot be confirmed. The reported intervention is result of case specific circumstance. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Literature attachment: innovative transcatheter ventricular septal defect closure utilizing an atrial septal device in small infants a case series. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.